Event description:
This complaint is not reportable based on the analysis completed on 29 august 2006. It was reported that during a coronary drug eluting stenting treatment procedure, a bent shaft was noticed. However, the returned product confirmed that there was stent damage. The lesion was located in the mid right coronary artery (rca). The physician attempted to advance a taxus express2 3.00x16.0mm drug eluting stent to the lesion site, but was unsuccessful. When the physician attempted to withdraw the stent delivery system (sds), the stent would not come freely. The physician was able to remove the sds and upon removal noticed the distal shaft was bent. The procedure was not completed and there were no patient complications.

Manufacturer narrative:
Device analysis confirmed the reported complaint. From the condition of the returned device it is evident that the physician experienced some difficulties during the procedure. Initial visual examination of the returned device found a shaft polymer kink at the port area. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bunched. The fact that it was noticed that the proximal struts were bent back distally, is consistent with a restriction occurring with the stent during attempted withdrawal. During the manufacturing process all stent securements are fully validated. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, pre-dilation, guidewire and guide catheter selection, user technique etc. All of these factors must also be considered when investigating a complaint of this nature. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this particular batch namely top assembly batch # 8426750 and sub-assembly batch #8419060 found that the device met its material, assembly and product specificaitons, at the time of release to distribution. A detailed examination of the returned device could not identify any issue with the actual device that could cause such an incident to occur.